Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient still feels the stimulation a little bit after she turns off the implantable neurostimulator. The patient verifies the lightning bolt being gone from the implantable neurostimulator icon. This lasts for maybe five minutes and slowly goes away. The possible slow start/stop option was reviewed with their programming. It was asked when this started occurring and the patient did not know. The patient was referred to their health care provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to question about when the patient first started experiencing feeling stimulation despite the ins off, the patient reported that it was not precise. They would move to do something and it would be a while before they realized it was on so they were using their charger to turn it off. It had been happening for 7 to 10 days prior to their first call. They further reported that there was no pattern to feeling stimulation despite the ins being off. They just knew it wasn¿t turning off or on. It also wasn¿t letting the patient change the intensity. They also reported that they tried to change positions and they still felt the stimulation was on. They took the cord off and re-plugged, with no change. Sometimes the stimulation would jump up. They tried lower numbers so if it jumped up, it wasn¿t as high as it would have been. It they got it to a good level, they tried not to do a lot. The report of feeling stimulation despite turning the ins off had been resolved and it seemed like it was just fine now. No complications expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.